Event description:
The pump was returned for service. During service, depleted main batteries were found.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed potentially damaged main batteries. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132.